Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the customer states that the plumepen was hot and caused burns in the drape and surgical gloves. They were using an olympus electrosurgical generator with the cut and coag settings at 40 and 40.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with an alternate, unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review has not been conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 31 complaints, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: place active accessories in a holster or in a clean, dry, non-conductive and highly visible area away from the patient when not in use. Inadvertent contact with the patient may result in burns. Contact with drapes or linens may cause a fire. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿the customer states that the plumepen was hot and caused burns in the drape and surgical gloves. They were using an olympus electrosurgical generator with the cut and coag settings at 40 and 40.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with an alternate, unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.